Event description:
On (B)(6) 2014, the reporter contacted animas alleging there was an unspecified power issue with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on04-jan-2019 with the following findings: a review of the pump black box showed no power interruptions. There was no data in pump histories from time of the reported power issue due to continued use of the pump. The returned battery cap was undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.